Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and lumbar radiculopathy. The pump contained fentanyl with a concentration of 3000 mcg/ml and a dose of 800 mcg/day. It was reported a critical alarm was occurring and confirmed by telemetry. A low battery reset and safe state occurred. This appeared to be the only reset so far. No patient symptoms reported. It was unknown if the drug caused the reset. A manufacturer representative was going to follow up with the hcp and have them troubleshoot and provide pump logs to tech support. An account with the hcp stated the troubleshooting was taken care of. The representative didn't talk to the hcp about the patient and if more information was needed besides what they had talked about with tech support. Further follow-up with the hcp was conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.